Event description:
It was reported that approximately 3.5 years after implantation of a vena cava filter, perforation of the bowel by a filter limb was discovered during the autopsy following the pt's death. The pt had initially presented to the hospital with multiple comorbidities including renal failure, cardiomyopathy, heart failure, sepsis, and malnourishment. Allegedly, the autopsy report indicated the perforation was not the leading cause of death. Further info is pending.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.